Manufacturer narrative:
No part or lot numbers were provided. The seaspine malibu system is intended to be used as a temporary or permanent posterior, non-cervical implant to correct spinal disorders and provide stabilization of the spine to permit the biological process of spinal fusions to occur. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On 13 oct 2022, seaspine was made aware of the following study published in the journal sicot-j: steer r, balendra g, matthews j, wullschleger m & reidy j (2019) "the use of anterior subcutaneous internal fixation (infix) for treatment of pelvic ring injuries in major trauma patients, complications and outcomes." The objective of the study was to review the use of complications and outcomes of this method of pelvic fixation. This study retrospectively reviews the outcomes of patients with unstable pelvic injuries (excluding isolated symphyseal disruptions) managed with an infix at a major trauma center in australia. The study used two different brands of infix devices: seaspine's malibu and nuvasive. One implant failure was noted as a result of the locking screw coming loose on the device. The pelvis was healed at the time this occurred, so the infix was removed with no further treatment required. The visual characteristics in the provided radiograph are consistent with the malibu spinal system family of polyaxial screws and related fixation components. No further details were provided. Product part and lot numbers were not identified.